Event description:
Two legs of the bedside commode broke and folded under as the patient tried to get up off the piece of equipment. Two of the legs just crumbled causing the patient to fall to the ground. Patient sustained abrasions, struck head, dislodged IV and dislodged ng tube.